Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant procedure. During the procedure, the right ventricular lead exhibited high pacing impedance values. It was noted that the lead insulation was damaged. The lead was not used and a new lead was implanted. The patient remained in stable condition throughout the procedure.